Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, 4.1, 11.5, mtx, mg (tsvt4b11) was returned for investigation. Visual inspection of the as returned product identified no apparent malfunction and signs of use and bone pieces present on the external threads and vent. Additionally, the product matched print description where measured with calipers (ID: cal312 due: jun 11, 2021) per pd-tsvt4b11 rev b. The patient is noted to have a history of bruxism. The reported product was located on an unknown tooth site and used for approximately 1 year while the pain was reported after 3 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Appropriate documentation was reviewed. DHR review was completed for the subject lot number: 1216959. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1216959) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site # unknown was removed due to pain after 3 months. Confirmed radiolucency via xray. Per indicated: other - severe pain. Additional appointment required: replace implant. Symptoms as a result of the event: pain.